Event description:
Boston scientific crm received information that this recently implanted pacing system was removed due to infection. There were no adverse patient effects reported.

Manufacturer narrative:
Due to the nature of the clinical observations, should this product get returned, analysis would not be required.